Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, pain, nausea, vomiting, elevated intraocular pressure, dilated pupil, significant reduction of irido-corneal angles, shallow ac, medication was used. The problem is not resolved. The cause of the event was reported as unknown. It was additionally noted "evo apperature was patent, no pupillary block". It was also reported that inflammation in the eye was typical after implantation in an eye without difficulties - no excess inflammation.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: elevated intraocular pressure, shallow ac, hypotensive medication, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).